Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was dropped into water and subsequently would not power on despite showing a solid indicator on the charging pad, consistent with moisture damage involving the device seal. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with leakage at the seal leading to moisture damage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.